Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that the patient did not have a lead revision. After programming, the patient had some pain relief. The patient would follow up in the clinic. The patient had no symptoms. The revision was cancelled after the reprogramming provided pain relief.

Event description:
It was reported that the patient had to post-pone a lead revision. Further information regarding the cause for the revision, when it would occur, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.